Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the malformed clip occurred upon the first and second firing across the cystic duct. There were no patient consequences. Case completed with another device of the same product code.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information: which firing of the device did this event occur on? First. What vessel or structure was the device fired on at the time of the event? Cystic duct. Was the clip fully advanced into the jaws prior to firing? Unknown. Was there any torquing or twisting of the device present at the time of firing? No. Was any unexpected resistance felt while firing the trigger? No. Were any unexpected noises heard? No. If so, when? Did anything unexpected happen prior to this incident? No. Was the device fired after this incident in or out of the patient? Unknown. What were the indications for surgery? What was found? Unknown. Does the patient have any relevant history of surgical treatments? If so, what? Unknown. Did somebody other than the primary surgeon fire the instrument? No. If so, whom?

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was received in good visual condition. In an attempt to replicate the incident reported the device was functionally evaluated. Upon firing of the device, the remaining clips were ejected and then, it locked out as intended. It could not be determined what may have cause the found condition. However an investigation has been initiated to address the potential root cause of the dropping or ejected clips. No incident related to the reported event was observed during the batch record review.